Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were not able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a crack in the back, unable to complete rewind, and pump error 82. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, the right third of the display window cover ripped off and missing, cracked middle (enter) keypad button, keypad overlay texture damage, scratched case. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No under/over delivery, inability to do a motor rewind, or other unexpected rewind anomalies were noted during testing. No unexpected pump error 82 were noted during testing either. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that a pump error 82 occurred on (B)(6)2021 @ 08:42:12. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of crack in the back was confirmed, the inability to complete rewind and pump error 82 were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.